Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the physician was unable to aspirate the catheter after inserting it through the needle and threading it up to about t-10 (thoracic 10) level. The needle was positioned ¿as normal¿ and they had good csf (cerebrospinal fluid) backflow, and after insertion physician inserted a blunt-tip needle attached to a tb syringe and attempted to aspirate and could not. He tried a number of times and still could not aspirate so he removed that catheter and inserted a new one. He was able to aspirate without issue with the new catheter. This was a new implant and only saline was put into the pump. The reporter was unsure whether physician was getting negative pressure when attempting to aspirate, but said the physician didn't comment. Also, the catheter was not anchored at the point when he attempted to aspirate. Caller did not attempt to check the catheter patency after removing the catheter. Additional information received reported that the patient was not impacted by the event. They never determined why the catheter would not aspirate. The patient was doing ¿fine¿ and receiving ¿normal therapy."